Event description:
It was reported the pt had received a permanent scs system implant, however, there was only stimulation to the right side postoperative, and the pt needed bilateral coverage. The physician opted to reposition the lead on the same day as the implant ((B)(6) 2013). Follow up identified the revision procedure resolved the issue, and the pt received coverage on both sides of the body postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.